Event description:
Customer's nurse reported that the customer was hospitalized due to diabetes ketoacidosis. Customer's blood glucose levels at the time of the hospitalization were 699 mg/dl. Customer was removed from the insulin pump and treated with insulin drips at the hospital. Customer called in the next day to performed troubleshooting. Drive support cap and all setting appeared to be normal. High pressure test was also performed and passed. The alarm history was checked and a low reservoir alarm was noted. Customer's current blood glucose reading is 102 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.